Event description:
It was reported that during a routine follow-up, noise was observed on the atrial lead. The patient reported experiencing past episodes of dizziness. Electrocardiograms had been disabled and there was not stored data available for review. Electrocardiograms were enabled and device reprogramming was performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.